Event description:
I wanted to use moisturizing drops which come in a single use vial and are made by refresh plus. I inadvertently picked up a single use vial of boston one-step liquid enzyme which comes in a single use vial and had no easily identifiable markings on it. It looks very much like the moisturizing drops. I used the clear liquid in my eye and was immediately aware that something was wrong. The pain was fierce and like a fire in my eye. I removed contact and splashed water in my eye and ultimately went to another faucet, so I could flush eye. Then I returned to bathroom to try and figure out what happened. The boston liquid enzyme vial does have its name on the plastic-in the clear color of the plastic. It is very difficult to read and you have to place something behind it to see it. There is nothing to indicate this should not be placed directly in the eye. There is no warning at all on container or color to indicate this should not go into the eye. This is the product I placed in my eye. I have worn contacts for decades. My experience is if the product is not intended for the eye, as in some cleaners, the tip of the bottle is red and the cap is red. This is indeed how other boston/bausch and lomb products are marked. These vials are not marked in any manner to indicate not to use directly in eye. The label for what is actually in the vial is very difficult to read. I think this is very poorly packaged. Dose or amount: individual use vial, route: ophthalmic. Dates of use: (B) (6) 2010.